Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had decreased visual acuity, glare, night driving issues, headaches, eye strain. The iol was exchanged for unspecified lens. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in h.6., (FDA component code updated and FDA patient code 2227 - e0823 - halo removed). The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).